Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v855093, implanted: (B)(6) 2011, product type lead; product ID 3889-28, lot# v855093, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a return of symptoms for the past 1-2 months. The patient called the doctor's office who instructed her to call the manufacturer's representative directly. They had been trying to call the representative for over a month but the number asked them to put in an extension. It was noted that the return had been sudden because some days the patient is fine but then some days all of a sudden she has an accident like diarrhea. They increased stim to 4.8 today and they will continue to track the patient's symptoms. The manufacturer's representative additionally reported on (B)(4) 2014 that the patient was to be reprogrammed on the upcoming friday ((B)(6) 2014) but the patient did not show up for her appointment. The doctor was following up. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that troubleshooting was needed for a change in the patient's therapy. There was a loss of therapy. The device was not helping patient with keeping her from bowel accidents. Patient takes diarrhea pills 'like candy". It was noted that the symptoms returns long time ago. The patient was at 2 'something' volts and now she was at 6 volts. Patient's hcp (healthcare provider) instructed patient to work with the representative. She was unable to reach representative. The patient does feel stimulation in the correct area. She would like to change a program. She was in program 3 and changed to program 4. It was at 5.6 volts and it was hurting patient right away when she switched to the program 4. She then decreased. She will stay at 5.6 volts and confirmed it was comfortable. Symptoms reported were bowel symptoms. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.